Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown metal head was reported. The event was not confirmed via medical review and provided photo. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photos presented an explanted stem and femoral head. The stem trunnion is severely worn. There are signs of wear damage within the femoral head taper area. -clinician review: a review of the provided medical information by a clinical consultant indicated:this inquiry reports revision of a left total hip replacement due to trunnionosis and metallosis. I can confirm that this event took place since I was able to review the operation report of the revision. Regarding the possible root cause of this event, I cannot determine it with certainty. Metallosis and trunnionosis is multi factorial. These include implant factors, patient factors and surgical technique. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the entire construct of left hip was revised due to disassociation of the left femoral component and left femoral head with erosion of morse taper interface. The reported device was not returned however photographs were provided for review. The photos presented an explanted stem and femoral head. The stem trunnion is severely worn. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "dr. Removed an accolade tmzf stem that has a badly worn reunion, resulting in metallosis. I¿m attaching the picture of the explanted piece, the original op note will follow." Spoke to rep: rep confirmed head did not fully dissociate. The devices may be available for return, but additional pictures are available. The entire construct revised due the presence of metallosis around all implants. There are no allegations versus the revised liner. (B)(6) 2022 based on medical review: another pdf entitled op note is provided:the operative report is reviewed. Findings included disassociation of the left femoral component and left femoral head with erosion of morse taper interface. The acetabular component was also found to be involved with metallosis and that was removed and changed.

Event description:
As reported: "dr. Removed an accolade tmzf stem that has a badly worn reunion, resulting in metallosis. I¿m attaching the picture of the explanted piece, the original op note will follow." Spoke to rep: rep confirmed head did not fully dissociate. The devices may be available for return, but additional pictures are available. The entire construct revised due the presence of metallosis around all implants. There are no allegations versus the revised liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.